Manufacturer narrative:
(B)(4). This report was not confirmed. The batch review was performed with no issues noted. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 3. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The hp stated he did not disconnect and there were no leaks. The tsr advised the hp to report alarm to the nurse. The hp confirmed to finish therapy manually. On (B)(6) 2011 product surveillance spoke with the hp who stated he had no idea how the air entered the lines. The hp confirmed he did not note anything unusual about the supplies. The hp discarded set up and notified the registered nurse (rn) regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.